Event description:
This letter is to inform you of this event as the suspect device (baylis medical transseptal needle) is not manufactured or imported by biosense webster, inc. Event description: it was reported during an afib case, a perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed using ultrasound. Caller reported that the medical intervention provided was a pericardiocentesis and 260 cc's of fluid were removed. The patient's condition is stable. The following bwi devices were in use: carto 3 (s/n: (B)(6)), smartablate pump (s/n: (B)(6)) smartablate generator (s/n: (B)(6)), smarttouch stsf catheter (d134805, unk - disposed of), soundstar eco (unk, unk), soundstar cs (unk, unk), pentaray (unk, unk). Additional information was received on 08/02/2017: the event occurred during the transseptal phase. The physician's opinion regarding the cause of the adverse event is that it was related to transseptal puncture and not bwi products. In addition, no ablation was performed at the site of injury. The suspected device is the baylis medical transseptal needle. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).